Event description:
Type of procedure: laparoscopic radical nephrectomy. According to the reporter: after the stapler was fired to the right renal vein, the doctor found no clip in the pt side and the specimen side had only 2 lines of clips. Doctor then used an endo clip device to solve the problem. There was approximately 20cc of bleeding and the case was extended about 30 minutes. Current condition of the pt is normal.